Event description:
I have had vaginal and abdominal pain for the last yr. I also have been diagnosed with an infection and vaginal bleeding. I am currently being treated with medication for my infection and bleeding by my doctor. He keeps advising me the problem will eventually clear up but I believe my complications are worsening. My doctor told me he had seen some erosion from my mesh that was previously inserted.